Event description:
A radial jaw was used for a diagnostic pulmonary biopsy. During the procedure, the cups could not be opened inside the scope due to a broken pull wire. The procedure was completed with another device.